Event description:
It was reported that the caller experienced an issue with the incorrect time setting on their device, as displayed and actual time differed by more than five minutes. The report indicated no adverse impact to the customer¿s blood glucose level, with levels consistently within a safe range. The caller was assisted by customer technical support in updating the pump time and was advised to monitor the device and report if the time discrepancy occurred again, which the caller understood and acknowledged.